Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the physician investigated old recorded episodes from (B)(6) 2015, and noted a few intermittent undersensing beats during a capacitor charge time. The physician reprogrammed the device. The physician believed that all of the shocks were delivered with max energy to stop the arrhythmia during the event, and preferred not to change the shock vector. The patient was in good medical condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device insufficiently delivered shock therapies during vf episodes. The physician elected not to take any actions because the patient was submitted for an angioplasty procedure and no more vt episodes were observed. The patient was in good condition.